Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was at the end of life (eol) and wanted to do magnetic resonance imaging (MRI). The s-ICD is not approved for MRI in eol. Which led to the MRI being canceled. No adverse patient effects were reported related to the off-label use. Additional information received indicates that this s-ICD was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was at the end of life (eol) and wanted to do magnetic resonance imaging (MRI). The s-ICD is not approved for MRI in eol. Which led to the MRI being canceled. No adverse patient effects were reported related to the off-label use. Additional information received indicates that this s-ICD was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.